Manufacturer narrative:
This report 9615742-2017-05714 was sent in error as a duplicate for MFR report number: 9615742-2017-05759, any additional information received in the future will be captured and submitted under the report number 9615742-2017-05759. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a repair of recurrent incisional hernia with mesh. She had revision surgery 1 year and 4 months post-surgery. The patient experienced chronic pain, mesh contraction/failure and revision.